Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral filter delivery system was returned for evaluation. The sheath was returned cut at approximately 8.7cm from the base of the hub. The distal end of the storage tube appeared to be slightly flared. The filter was returned inside the introducer sheath hub with the feet exposed. No anomalies were identified on the pusher wire or the dilator. Functional/performance evaluation: the sheath was cut distal to the filter and the filter was removed with no resistance. The filter exhibited 6 legs and 6 arms present and intact. The introducer sheath hub was sliced open longitudinally and a small inner sheath skiving was identified. No gaps were located between the sheath and the hub. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. The storage tube presented with a visible bowing along its length. A 0.100in pin was inserted through the proximal tip and could not fall freely through the tube because of the bowing present. The bowing in the storage tube was classified as an incidental finding. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the sheath. Based on the reported information it is unknown if procedural factors contributed to the reported event. Therefore the definitive root cause is unknown. Labeling review: the current meridian filter IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Additional precautions and specific directions for use of the meridian filter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a scheduled vena cava filter implantation; upon deployment, the vena cava filter became stuck in the sheath and would not deploy. Reportedly, the sheath was cut distal to the hub, a guidewire was reinserted, and the introducer sheath was exchanged for a second vena cava delivery system. A second vena cava filter was implanted without further complications. There was no report of patient injury.